Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that a portion of the lead was explanted, and it was noted that some traction was seen proximal to the distal coil indicative of the beginning stages of a lead fracture. The lead will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up analysis of the electrocardiograms revealed noise on the right ventricular lead which was inappropriately interpreted as ventricular tachycardia/ventricular fibrillation and thus the device delivered inappropriate anti-tachycardia therapy. All other lead parameters were normal. Noise appeared to be intermittently falling into the vt/vf zone but for a very short period of time, thus no shock therapy was delivered. The patient performed isometric exercises which did not reproduce noise. A possible lead fracture was suspected. The device was reprogrammed, and the patient as scheduled for a lead review or possible replacement. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Information provided noted that the lead will not be returned.